Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, and likely due to the thin/frail and prolapsing condition of the leaflets. The reported patient effect of worsening mr was related to patient/procedural conditions and due to the slda, while the reported dyspnea was likely a symptom/secondary effect of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 4+. The leaflets were thin, frail and prolapsed. During the procedure two clips were successfully implanted, reducing mr to grade 1+. The attached clips looked good on echocardiography and the procedure ended. The patient remained hospitalized for other medical reasons. On (B)(6) 2017, the patient was experiencing shortness of breath and a routine echocardiogram noted that mr had increased to grade 3+-4. The second implanted clip was noted to be attached to one leaflet only (slda). No treatment has been performed or is planned. No additional information was provided.